Event description:
Boston scientific received information that high out of range shocking impedances were noted on this right ventricular lead. At this time the lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.